Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety/ recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. Additional information received from the patient indicates: device start and stop dates? 2015-2024. Have you seen any particles/residue in your device; if so where? Yes. How do you clean your device? Every day with dawn dish soap.. How often do you clean your device? Everyday. Please specify what copd asthma or other chronic lung disease the patient was diagnosed with. Asthma, chronic bronchitis. When was the patient diagnosed with copd asthma other chronic lung disease? 2019 what medical interventions did the patient require for the treatment of copd asthma other chronic lung disease (if any)? Inhalers . Please list all pre-existing medical conditions prior to using the device. Chronic fatigue. Please upload the device log. I am not sure how to do that. Please advise me on how to download from home. Do you have any additional information about your experience with the device? No. Did you stop use of the device on your own, or did a physician advise you to stop use of the device? Physician advised me. Have you received a replacement device from philips? No. Philips device pr #329155 sn(B)(6) ra #319692331. If further information becomes available, an additional report will be filed. The manufacturer concludes no further action is needed at this time.